Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2009 and the mesh was implanted. During the procedure, the pudendal and obturator nerves were injured. Immediately afterwards, the patient experienced massive pain like a knife stab on scale 9 of 10 in the vagina. The patient felt pain under sacral anesthesia during the procedure. The patient demanded after the operation that they re-open him immediately again, but the doctor did not take the patient seriously as was reported by the patient. One year later the patient was operated on the ligaments out and only a small part was removed, about 50% could not be removed. The patient obtained treatment from eft with osteo massage therapy, neural therapy, fascia therapy, several stays pain clinic, 5 x 6 weeks anthroposophy hospital stay with psy and massages and anthroposophic injections. There was no success. It was also reported that the patient experienced abdominal cramps with lactose and gluten intolerance, gastroenterologist opined that comes from the sacral pain. In 2016 the pudendal nerve was detached from obturator nerve because they were sutured together. The patient reported that because of this pressure, all veins were inflated, instead of 1mm to 1cm, partly arteries, too, everything was cauterized and no problems afterwards, but a small chance that the pain would go away, because a part of the ligaments could not be operated out anymore. After one year, the doctor said he cannot do anything anymore. Afterwards on recommendation, one year later, a neurostimulator was used, but without success, and it was removed. The patient lost weight, 9 kg. Currently, the patient can hardly sit, back lying also not, only abdominal position, constant pain under incision and in vagina, digestive cramps. Twice per week the patient is receiving cortisone infusions, which helps quite little as per patient.